Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the handle of the ncompass nitinol tipless stone extractor was unable to open and close the basket prior to an unknown procedure. A customer provided photo appears to show the outer support sheath separated from the strain relief. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.